Event description:
It was reported that during a urology procedure, clips were ejecting out of the jaws. Some clips were ejected into the abdomen and were retrieved without incident. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/10/2008. Info anticipated, but unavailable at this time.